Manufacturer narrative:
(B)(4). Refer to evaluation summary: (B)(4) the returned device was visually inspected upon receipt and small white material inside the sensor sleeve (pebax) no damage found to the sensor sleeve. Sem results show that the external surface of the exhibit evidence of cracking and mechanical damaged. It is possible that an unknown object makes a cracking in the pebax. The foreign matter is composed of elemental carbon, oxygen, sodium, silicon, sulfur, chlorine and potassium. The presence of sodium and chlorine on the analyzed foreign matter suggests that a saline solution could be present on the device. On line inspections are in place to prevent damage pebax from leaving the facility. In addition, a corrective action has been opened to address and resolve this issue. The device history record (DHR) was reviewed and no anomalies were found. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Then the catheter was tested per the reported event on eeprom and calibration test and the catheter passed eeprom test but failed calibration test. The catheter was then dissected and it was determined that the root cause was an internal failure of the sensor. The customer complaint has been verified.

Event description:
It was reported that during an atrial flutter (afl) procedure, the customer experienced a data streaming error 279 for smarttouch sensor and a smarttouch sensor error 106 were displayed on carto3 system. The issue was resolved by changing the catheter without any patient consequence. This customer complaint is not reportable malfunction. The returned device was visually inspected upon receipt and it was found that small white material inside the sensor sleeve (pebax), with no signs of any damage. This finding is not reportable however the scanning electron microscope (sem) results show that the external surface of the exhibit evidence of cracking and mechanical damaged making this event reportable and awareness date for this malfunction is july 16th 2015.